Manufacturer narrative:
A ge service representative performed an on site investigation. The fast stop cable, power supply, and the software upgrade were installed during the service call.

Event description:
It was reported that the 9800 system locked up. No patient injury was reported.